Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "mid (B)(6) 2021." All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported the error message, "replace sensor," when a customer was scanning the adc freestyle libre 2 sensor. In "mid (B)(6) 2021, the customer experienced symptoms of hypoglycemic symptoms described as confusion and had a loss of consciousness. Emergency services were called, a blood glucose test of 48 mg/dl was obtained by lab device and the customer was provided glucose injection and "cardiovascular enhancer" medication for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.